Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer: intermittent cannot boot up. The fse determined the cause of the problem to be faulty multiple components. Replaced multiple components. System ready to use, testing passed. Based on the age of this system (date manufactured, 4/5/2011), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos(real time operating system) cpu assembly, cables, all circuit boards, and backplane were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.